Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing and infusion set tubing. Customer changed the infusion set to address the issue. Customer¿s blood glucose level ranged from 216-217 mg/dl.